Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) failed within thirty days. The patient stated that the revision was worse and that they would never do it again, as they would rather put up with the pain. No further complications were reported or anticipated. Indication for use is spinal pain.